Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the balloon catheter had gas loss in iab circuit. User feedback that they encountered gas loss in iab circuit message prompted during in use on patient last week, user observed that there was condensation in catheter as well, they tried to reinsert catheter which they observed that the gas loss in iab circuit. Engineer found some statement on manual which stated that during balloon pumping, a fine mist or small droplets of water may occasionally be observed within the iab extension catheter. This mist is condensed water. The iabp utilizes a condensation removal system in order to remove water vapor from the system with each inflate and deflate cycle, without operator intervention. No harm or injury to the patient was reported.